Manufacturer narrative:
Batch review performed on 22 october 2021: lot 1810101: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-feb-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: delayed infection in cemented tka, 1 year after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices other devices involved: batch review performed on 22 october 2021: gmk-sphere 02.12.0510fl tibial insert fixed sphere flex #5/10 mm l (k121416) lot 189013: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-feb-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented # 5 l (k090988) lot 1910497: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-mar-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing # 3 (k090988) lot 1905310: (B)(4) items manufactured and released on 09-aug-2019. Expiration date: 2024-jul-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event.

Event description:
Left knee revision surgery due to infection was performed 1 year after the primary surgery. Hinge system implanted.